Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a con and a manufacturer representative (rep). It was reported that the device wasn't working after the appointment with their urologist, noting that it was awful.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information was received from a consumer (con). It was reported that it was not working and everything was worse. The patient further stated that it would just pour out of them when they stood up. Ever since they had the implant, it never really worked. When checking to see if the implant was on using the patient programmer (pp), they were getting the poor communication screen, with and without the antenna attached. It was noted that the patient's healthcare professional (hcp) was on vacation until (B)(6), so they couldn't get their implant checked. The symptom issue started on (B)(6) 2017, which was when they were implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. Patient does not know how to use or what to do with their device. They already put in new batteries. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that, one day post-implant, the patient felt rotten, awful, dizzy, kind of achy, very tired, and very weak. They stated that they couldn't feel the device, they had no feeling what so ever. They reported that yesterday, (B)(6) 2017, they got up to get dressed and everything (urine) poured out. This was noted to be a sudden change in their symptoms. It was later reported, on (B)(6) 2017, that it was still pouring out of them and they kept changing their underwear. They stated that their symptoms had gotten worse since getting the implant. It was noted that they still had the bandage over their implant, and their healthcare provider told them to wait to program until their follow up on (B)(6) 2017. Troubleshooting indicated that it was on program 4 at 7.7 volts and the device was off, and they were not feeling stimulation. It was noted that they had never used their programmer before or been shown how to use it. It was recommended that the patient keep a diary of their symptoms and bring that as well as their programmer to their follow-up appointment so they could start therapy. Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was implanted on (B)(6) 2017, and had not been programmed, or shown how to use their patient programmer yet. Troubleshooting indicated that it was on program 4 at 7.7 volts and the device was off. When directed to turn stimulation on, the patient confirmed the lightning bolt in the corner, but then the screen went blank. They attempted to re-sync but could not get past the sync screen; every time they pressed the sync button, saw the icon, and it brought them back to the sync screen. They were directed to try changing the batteries and trying again, or bringing it to their follow-up appointment with their healthcare provider on (B)(6) 2017. There were no patient symptoms reported. Additional information was received. Patient reported being badly bruised and sore from the surgery. It was reported that at the time of the report, the patient's neurostimulator was not working and syncing with the programmer. The device not working with the programmer as well as the patient's bladder problem being worse than ever began (B)(6) 2017. Patient reported they were depressed and hopeless. Patient was planning on meeting with their urologist to get their device to work. No further complications anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer; patient product ID: 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that it was not working and when asked to clarify if they were referring to the pp not working or the implant not working for their symptoms they stated that nothing was working. The patient noted that the pp was not powering on at the time of report, so they were unable to check if the implant was on. The patient stated that the pp should be working because a manufacturer representative (rep) had just put new batteries in about 3 weeks ago. The patient checked the pp and confirmed that there were no batteries in the pp and found the batteries in their bag. The patient stated that the pp was not powering on even with the batteries and noted that they did not have new batteries that they could try. The patient stated that they first noticed the pp issue a couple of weeks before report but had not called back because they had not been well at all. The patient confirmed that not feeling well was not related to the device or therapy. The patient noted that they had been working with a rep and stated that the funny thing was that when they worked with the rep they could feel stimulation because the rep set it so the patient could feel stimulation, the patient was happy because this had not happened at all. The patient stated that then all of a sudden, they were not feeling anything and confirmed that this was what they considered to be not working. The patient noted that they were disabled and that it was a problem. The patient stated that they had to sit otherwise they would fall over and noted that everything they did was now a big problem, nothing worked. The patient clarified that what they meant by nothing worked was that they the pp was not working and noted that it was a new one. The patient stated that they had not notified the rep about the issue and later stated not since they last saw the rep when they set everything up for them. The patient stated that it should be working but it did not work. The patient confirmed that they did normal programming when they met with the rep and stated that it was wonderful, the rep had everything going. The patient noted that when they got home is when it did not work. The patient was advised to call back with new batteries to further troubleshoot the status of the implant and it was indicated that the change in symptoms/therapy was sudden. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.